Event description:
The customer reported to olympus the evis exera ii ultrasound gastrovideoscope experienced leakage from the air and water switch key tops. It is unknown when the event took place. There was no report of patient harm associated with the event. Subsequently the device was returned and inspected by the olympus service center, and it was discovered that there is a gap between acoustic lens and the ultrasound probe. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The customer returned the device to olympus for evaluation. The customers concern of the water jet jerky was confirmed. Olympus identified that there was a gap between acoustic lens and ultrasound probe. Wear and tear damage, with customer mishandling and with increasing use/time was the suspected cause. Additional findings are as follows: (a.) The elevator channel plug, tee nut was loose, (b.) Due to wear of the elevator lock lever , the up/down knob cannot be locked securely, (c.) The switch 1 button had a cut, (d.) The charged cabled device cable had limited length for repair, (e.) Due to damage on the ulstrasonic probe, the number of missing element exceeds the standard value, (f.) The acoustic lens was damaged, (g.) The acoustic lens had a gap between the acoustic lens and the ultrasound probe, (h.) The objective lens had a scratch, (I.) Adhesive on the bending section cover or distal end had a crack, (j.) The connecting tube had a dent, (k.) Due to wear of the angle wire, the bending angle in the down direction does not meet the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to mishandling, or wear and tear due to increased usage time. The event can be prevented by following the instructions for use (IFU) which state: ¿warnings and cautions ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.